Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered serious bodily injuries, including but not limited to, pelvic pain, infection, urinary problems, and other injuries. No additional information was provided.